Event description:
The report stated that upon completion of the radio frequency ablation procedure, a blister was found on both patient's thighs where cables of each of the two pads had touched the skin. Both injuries were described as a 2nd degree burn, 5cm x 5cm. A total of 9 ablations at two tumor sites was performed for a total of 36 minutes. The maximum generator setting was 110w. The other patient return electrode is on MFR report # 1717344-2009-00099.

Manufacturer narrative:
Date of initial report: 03/25/2009. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up will be submitted. Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, patient condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode we were unable to determine if any defect of the product caused or contributed to the incident. One of the causes of burns is poor dgphp placement. As noted above, proper placement of dgphp and ensuring good contact throughout the procedure (especially if the patient is repositioned) are critical components to avoiding burns. This is covered in detain in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burs for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as cited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.